Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-03872. It was reported during an ablation treatment procedure, insufficient roll off occurred. The target lesion was located in the "hcc." During radio frequency ablation (rfa) using a 5.0/13/15 leveen needle the wattage was increased; however, no signal of roll off was observed. The leveen needle was removed from the patient and then reinserted to the target lesion and again there was no roll off that occurred after 15 minutes. No patient complications were reported and the procedure was completed with another same device. The patient status is stable.